Event description:
It was reported that on the right ventricular (rv) lead oversensing was noted. Device reprogramming was performed and patient will be monitored. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 4470, non defib lead, (B)(6) 2009; e110, defibrillator, (B)(6) 2009; 693358, defib lead, (B)(6) 1994. (B)(4).